Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). Additional emdrs were submitted to represent the two bard/davol ventralight st meshes (device # 2 & device # 3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/ davol ventrio st on (B)(6) 2015 and two ventralight st on (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all the devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective.